Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alert in arctic sun device but have just cycled the power and reconnected the pads. Now flow was good, flow rate (fr) was 2.4lpm, inlet pressure (ip) was -4.3psi, circulation pump command (cpc) was 100%. Had nurse disconnect and reconnect pads using proper technique. Inlet pressure (ip) remained around -4psi, pump hours were 9656.6, system hours were 10401.9. Stopped therapy, disconnected pads, and started therapy in manual mode, flow rate (fr) was 0.7lpm, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100%. Confirmed fluid delivery line (fdl) was properly seated, all fluid delivery line (fdl) valves were in place, and there was not visible damage to the fluid delivery line (fdl). Advised nurse to send device to biomed labeled with low flow and change to another device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alert in arctic sun device but have just cycled the power and reconnected the pads. Now flow was good, flow rate (fr) was 2.4lpm, inlet pressure (ip) was -4.3psi, circulation pump command (cpc) was 100%. Had nurse disconnect and reconnect pads using proper technique. Inlet pressure (ip) remained around -4psi, pump hours were 9656.6, system hours were 10401.9. Stopped therapy, disconnected pads, and started therapy in manual mode, flow rate (fr) was 0.7lpm, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100%. Confirmed fluid delivery line (fdl) was properly seated, all fluid delivery line (fdl) valves were in place, and there was not visible damage to the fluid delivery line (fdl). Advised nurse to send device to biomed labeled with low flow and change to another device.